Event description:
Reporter indicated that during the last pt visit, they could not "make contact" with the vns generator. A battery life calculation was done with limited data that showed there was approximately 2-21 years remaining. It was also reported that the pt was having an increase in seizures, but was still perceiving stimulation. It is unk whether this increase is above pre-vns baseline. It is also unk whether this increase is directly related to device malfunction, as pt was having "more stress" in his life at this time. Further attempts for info are in progress.